Event description:
Reporter alleged the lancet needle that is a part of the softclix plus lancing system protrudes from the device cap and will not retract. No report of actions or treatment. A request was made for the return of the suspect device, and replacement product was sent.